Event description:
Event description guidant received information that this pacemaker had an issue that looked like loss of ventricular capture. This patient has premature ventricular contractions (pvc). The reason for what appeared to be non-capture was that vrr (ventricular rate regulation) was causing a right ventricular pace after a left ventricular sensed event within the patient's refractory period. So, undersensing makes it 'appear' to be loss of capture, but the device has paced at a point where capture is not expected. The left ventricular sensed events are not being picked up by the right ventricular channel.